Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare facility via the manufacturer representative regarding an event which occurred during an l4/5 revision procedure. It was reported that the instruments were broken when removing hardware. This was a revision not due to medtronic product malfunction. No patient injury /complication was reported.